Manufacturer narrative:
Final analysis found a complete lead was returned. Electrical testing and visual analysis did not find any indication of conductor fractures or internal shorts. Visual analysis found damages that are consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. The lead only captured at high output. A significant drop in impedance was also noted. Programming changes were made. On (B)(6) 2019, the lead was explanted and replaced. During the procedure, signs of insulation breach were noted. The physician suspected the lead may have been damaged during an unrelated procedure. Patient was stable.